Event description:
Complainant states that the central peg of the polyethylene total shoulder gleniod prosthesis fractured upon implantation. The surgery was delayed while the component fragment was retrieved. No other info was provided to co.